Event description:
Breakage of loqteq 4.5 broad straight plate. The plate including bone screws has been returned to aap.

Manufacturer narrative:
Until today not enough sufficient information has been provided by the distributor. The return bone plate and the used bone screws show that the surgeon probably used the bone plate not according to the general principles of fracture management. Aap implantate (B)(4) will send the plate for further evaluation to an accredited laboratory and I will try to get more information from its distributor.